Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the grips did not open and close properly and was not able to grasp a needle or foam material. The customer complaint of one jaw of the thoracic grasper was not responding was confirmed. The instrument was placed on an in-house system and driven; the instrument passed recognition and engagement testing. Engineering inspected the instrument's distal end and found the wrist link was broken off grip. The wrist link that attached to the grip was broken and loose at the distal clevis socket. A small piece was missing from the wrist link. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci s pulmonary lobectomy procedure the one jaw of the thoracic grasper instrument was not responding to the surgeons commands and not gripping tissue. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.